Manufacturer narrative:
A ge service representative performed an on-site investigation. The handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported one of the workstation handle broke at the bolts. There is no report of death or serious injury associated with the complaint.